Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was unable to charge her ipg. The patient will undergo an explant procedure.